Manufacturer narrative:
H10: the devices were discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps on the tubing of two (2) amia cassettes were missing. This was observed during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.